Manufacturer narrative:
The reported event of early recommended replacement time (rrt) alert was confirmed. A probable root cause for this early rrt is associated with observed premature battery depletion likely caused by the hybrid metal migration anomaly. However, that root cause cannot be conclusively confirmed with the available data.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the leadless pacemaker exhibited premature battery depletion. No intervention was performed. The patient's condition was stable.

Event description:
New information received indicated that the patient's aveir system has not been retrieved, as the patient had an epicardial pacing system in place that is being used for pacing support. The aveir system was deactivated. The patient was too unstable for a retrieval procedure.